Manufacturer narrative:
Batch review performed on 31-aug-2023. Lot 177465: (B)(4) items manufactured and released on 28-feb-2018. Expiration date: 2023-02-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional implant involved, batch review performed on 31-aug-2023: liner: mpact dm 01.26.2852mhc double mobility hc liner 28/dmf (k092265) lot 179196: (B)(4) items manufactured and released on 05-apr-2018. Expiration date: 2023-03-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 5 years and 1 month after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.